Event description:
The complainant reported that a 64-year old patient on impella 5.5 support experienced a fluid leak at the purge filter but the hemodynamic values were stable. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The investigation into the reported purge leak has been completed. The medical center did not return any impella products for benchtop analysis. The cause of the purge leak was unable to be determined since the product was not returned and hence, cannot be evaluated. Also, there was not enough clinical information provided. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir."